Event description:
It was reported that the initial examination of the fiber was confirmed to be intact with no visible damages. After the fiber was inserted, from the channel port of the flexible ureteroscope, the monitor revealed that the distal end of the fiber had become damaged and kinked. The damaged piece was dislodged inside the patient and was extracted from the patient using a retrieval basket. The fiber was replaced with another of the same device, and the procedure was completed with no adverse effect to the patient.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified tip was found to be twisted and broken. A review of the device history record confirmed that the fiber met manufacturing specification prior to released. Based on analysis results, it is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip break.

Event description:
It was reported that the initial examination of the fiber was confirmed to be intact with no visible damages. After the fiber was inserted, from the channel port of the flexible ureteroscope, the monitor revealed that the distal end of the fiber had become damaged and kinked. The damaged piece was dislodged inside the patient and was extracted from the patient using a retrieval basket. The fiber was replaced with another of the same device, and the procedure was completed with no adverse effect to the patient.